Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case and primary reporter should have been captured as canada. The suspect drug essure was recoded to capture the correct country. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a 45-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020, extension of expected date of next report. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus") and perforation ("perforations of organs") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2013) and medical device monitoring error ("hysteroscopy, hysteroscopic sterilization and novasure endometrial ablation"). The patient had a medical history of colonoscopy and parity 1. Concurrent conditions were listed as stomach ulcer, irritable bowel syndrome, peptic ulcer disease, scoliosis, migraine, inflammatory bowel disease, fibromyalgia, depression, crohn's disease, pelvic pain female and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), allergy to metals ("allergic reactions occur with the nickel"), autoimmune disorder ("auto-imune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2020. On unknown date she experienced abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (bilateral salpingectomy lysis of adhesions, diagnostic hysteroscopy). At the time of the report, the outcomes for fallopian tube perforation, device dislocation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety and depression were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she continued suffering from mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen source: bilateral fallopian tubes clinical history: pelvic pain cancer suspected: no. Diagnosis: bilateral fallopian tubes, bilateral salpingectomy: fallopian tubes, including fimbriated ends, with no histopathologic change. Coils identified grossly (see gross description below). Gross description: the specimen is received in a container labelled with bilateral fallopian tubes". The specimen consists of 2 lengths of fallopian tube with fimbria, 7.0 x 1.0 cm and 6.0 x 0.5 cm. The shorter piece of fallopian tube has a 2.0 cm coil protruding from the margin. In addition, there is a 1.5 x 0.5 cm tan, tan-yellow protuberance with? Fimbriated tissue (see photo). There is also a coil present in the longer length of fallopian tube [pregnancy test urine] on (B)(6) 2020: negative [ultrasound scan] on (B)(6) 2019: essure coils are not definitively identified contained completely within the fallopian tubes bilaterally. On a portion of the coil appears to be outside the uterus at the level of the cervix. Transverse views the coils appear to be displaced from their usual location and appear to be embedded within the myometrium. On the right the proximal portion of the essure appears to lie along the posterior wall of the uterus. On the left a portion of the coil appears to lie outside the uterus at the level of the cervix. Imp: displaced essure coils as above. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report ) are added. New reporters are added. New event medical device monitoring error was added. Medical history, concomitant drugs are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforations of organs') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reactions occur with the nickel"), autoimmune disorder ("auto-imune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffered mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Most recent follow-up information incorporated above includes: on 20-jan-2021: reporter lawyer amendment, on event essure removal was updated, the follow events were added: abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, perforation of the uterus, allergic reactions occur with the nickel, autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforations of organs') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in march 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reactions occur with the nickel"), autoimmune disorder ("auto-imune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (essure removal on (B)(6)2020). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss, alopecia, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she continued suffering from mental anguish and physical symptoms despite the surgical removal of the essure device on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.